Event description:
Reporter claims the end user was being assisted down the stairs in the chair when the top tube broke on both side frames. The end user went down the stairs unassisted. No injuries reported.